Event description:
Rec'd info stating that due to a ventilator malfunction pt was placed on a second ventilator. Pt was not harmed or injured as a result of the event. The covidien customer support engineer (cse) inspected the device and could not duplicate the reported malfunction. No parts were replaced. The unit passed extended self-testing. Customer stated that vent kept alarming circuit disconnect.